Event description:
The customer reported obtaining a discordant, reactive toxoplasma igg result on one patient sample on an advia centaur xp instrument. The initial discordant toxoplasma igg result was obtained on (B)(6) 2014 and was reported to the physician(s), who questioned it. The sample was repeated on (B)(6) 2014 on the same system, resulting non-reactive. The physician(s) requested the sample be tested by an external laboratory, which resulted non-reactive on (B)(6) 2014. It is unknown which result was reported to the physician(s) as the corrected result. The customer was concerned that a positive toxoplasma igg result could affect detection of a seroconversion. There are no known reports of adverse health consequences or patient intervention due to the discordant, reactive toxoplasma igg result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse checked the aspiration probes and acid and base injectors. The cse also checked the reagent 3 probe. The cse determined that there was no instrument malfunction during the time of the event. The customer successfully ran quality controls. The cause of the discordant toxoplasma igg result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.